Event description:
On (B)(6) 2010, the patient underwent aortic arch replacement using a graft. On (B)(6) 2010, the patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tgt3720/8317587 and tgt4015/8233020). Two stent grafts were deployed from the distal end of the existing graft using an elephant-trunk approach. The procedure was concluded without endoleaks present. On (B)(6) 2010, the patient was discharged of the hospital. Aneurysm diameter was 68mm, and no endoleaks had been present. On (B)(6) 2011, in six-month follow-up study, a type ii endoleak had been revealed. Aneurysm diameter was 68mm. On (B)(6) 2011, in one-year follow-up study, the type ii had persisted. Aneurysm diameter had remained unchanged. A wait-and-watch approach was taken to the endoleak. On (B)(6) 2012, in two-year follow-up study, aneurysm diameter had enlarged to 70mm with persistent type ii endoleak. Reintervention was not performed. On (B)(6) 2013, in three-year follow-up study, aneurysm diameter had still enlarged to 77mm with the persistent type ii endoleak. A wait-and-watch approach had been continued to the endoleak.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.